Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reverse shoulder arthroplasty. Difficult glenoid exposure. Metaglene baseplate implanted without incident. Surgeon had difficulty in positioning glenosphere, because of soft tissue interposition. Central peg screw of glenosphere appeared to engage central hole of metaglene, after many attempts of using appropriate screwdriver to engage the threads of the glenosphere into the metaglene, the result was unsuccessful. The screwdriver was accidentally dropped on the floor at this stage, and a substitute hex screwdriver, of approximately the same hex diameter, was utilised to continue to try and "seat home" the glenosphere. Surgeon stated he was successful in engaging the threads, but after approximately 6 - 8 turns, the glenosphere screw would not advance any further into the threaded hole of the metaglene. It was very tight, for the surgeon now believed he had cross-threaded the screw. He endeavoured to try and advance the screw further, but then the central hex of the glenosphere stripped, there was no possibility of advancing or withdrawing the screw. The surgeon determined that the metaglene / glenosphere construct was solid, and the rest of the surgery proceeded without incident. Surgery was (B)(6) 2017. Delay to surgery 20 minutes. No ae to patient.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint description states that the central peg screw of glenosphere appeared to engage central hole of metaglene, after many attempts of using appropriate screwdriver to engage the threads of the glenosphere into the metaglene, the result was unsuccessful. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.